Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference;device code. Zoll medical corporation evaluated the device and upon inspection the customer's battery was found to be depleted. The customer's report of no power up was attributed to the depleted battery. The customer's report of compressor failure - 1001 was observed and attributed to the compressor. The compressor was replaced to resolve the report. The compressor fault - 2001 and compressor fault - 3001 were not duplicated with the device and review of the device logs showed no evidence of these two errors and the portion of the report was unsubstantiated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Additionally, the device displayed "compressor failure - 1001", "compressor fault - 2001" and "compressor fault - 3001" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up.complainant indicated that there was no patient involvement in the reported malfunction.